Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that they had to do an MRI on friday and reported they are not sure if therapy got turned on because they don't feel anything. Agent walked patient through connecting with implant to check therapy status on the call and patient confirmed therapy was on. Agent inquired if patient is getting a 50% or greater reduction in symptoms despite not feeling stimulation and patient stated they are not getting a 50% reduction in symptoms but stated they were at the beginning. Patient reported this issue started following their MRI on friday. Agent reviewed therapy overview and expectations. Patient increased stimulation on the call and confirmed feeling stimulation comfortably. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Patient's managing healthcare provider is dr. (B)(6).